Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-may-2026, it was reported by a sales representative via (B)(4) that an ar-9625 3.0 mm hex driver tip broke off. This was discovered during a procedure with no patient harm. Additional information was provided 11-may-2026: it was further reported the breakage occurred when tightening a mgs screw during a rtsa procedure. All fragments were retrieved from the patient. The case was completed with an additional hex driver with no procedural delay experienced and no additional anesthesia administered. The bone quality of the patient was described as good.